Manufacturer narrative:
(Reoperation of laparoscopy). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, the device had an alarm issue, there was regrasp alarm. There was also bleeding between 250cc and 500cc which required reoperation of laparoscopy after two to five days and extended hospitalization of four days.